Event description:
After sparc needles passed, cysto showed no foreign body in the bladder. However, after the sparc tvt tape material was placed and withdrawn through the rp space, on repeat cystoscopy an intra-op bladder perforation of tape was visible at the right dome of the bladder. Tape was removed, tvt not replaced, suburethral plication performed, pt observed overnight with a foley. Foley left in for 7 days, and then discontinued. Pt currently not c/o urinary incontinence at this early juncture. Rptr now performs cysto after needle placement and then again after tape withdraw. The MFR recommends one cysto only after needle placement.